Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 476 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump alarmed no delivery prior to the event. The customer took less insulin than normal during the days leading up to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.